Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured a 8 atms. The number of inflations is unknown. The lesion being treated was a calcified, 100% stenotic lesion in the rca. The maverick2 monrail balloon was removed and replaced with another balloon to successfully complete the procedure. A 6f mach1 al1 guide catheter, a pt2 guide wire, and a sheenman inflation device were also used in the procedure. No patient injuries or complications were reported.